Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ pain: unable to observe since it is not related to the device. ¿ calcification: not observed. ¿ other-medical-ndr: unable to observe since it is not related to the device. ¿ autoimmune/connective tissue-symptoms-ndr: unable to observe since it is not related to the device. ¿ device appearance: not observed. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ crease/folding of implant: creases observed on the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ cyst-ndr: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported for the left-side "you feel a pain going to your lungs, pain in your lymph nodes, in your armpits, in your chest and you can barely breathe and sleep, you burn inside and "rare scattered, benign-looking calcifications." Patient representative reported "recall, small radial folds, rare and small oval, hyperintense images on t2, measuring up to 0.4 cm, representing cysts, and discreet inflammatory granulomatous reaction of the foreign body type". Device has been explanted.

Manufacturer narrative:
Continued: h.6. F2203 and f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Patient reported for the left-side "you feel a pain going to your lungs, pain in your lymph nodes, in your armpits, in your chest and you can barely breathe and sleep, you burn inside and "rare scattered, benign-looking calcifications." Patient representative reported "recall, small radial folds, rare and small oval, hyperintense images on t2, measuring up to 0.4 cm, representing cysts, and discreet inflammatory granulomatous reaction of the foreign body type". Device has been explanted.